Event description:
It was reported that a malfunction alarm intermittently occurred. Additionally, it was reported that an occlusion alarm intermittently occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Reportedly, customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.